Event description:
Covidien valleylab suction coagulator e3310 was opened onto the sterile field in the or. Staff noticed insulation wasn't fully covering the wires so it was removed from the field. Another coagulator was obtained and used for procedure.